Event description:
A ventilator was returned to the manufacturer for a damaged display. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display was blank. The device's display screen was replaced to address the issue.